Event description:
Customer reported a crack on the screen of the insulin pump. Customer's blood glucose reading at the time of the call was 157 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with missing segments due to cracked lcd zebra connector. Insulin pump had a cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.